Event description:
The hcp reported the pump was explanted and replaced after an implant duration of 64 months due to battery depletion. A follow up report will be sent when additional information is received.

Manufacturer narrative:
Final device analysis result reveal motor gear shaft wear.